Event description:
The generator was received for analysis. Analysis is underway, but has not been completed to date. The nurse practitioner reported that the increase in seizures were below the patient's pre-vns baseline frequency. No medication changes were performed that may have caused or contributed to the increase in seizures. The nurse practioner attributed the increase in seizures to a lack of vns therapy. It was reported that the seizures have decreased since generator replacement.

Event description:
The generator analysis was completed on (B)(4) 2014. Electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2014 note that the generator was interrogated and found to be at ifi - yes. It was noted that once the patient's mother was informed that the vns battery had reached end of service, she mentioned that the patient seemed to have an increase number of seizures. It was noted that the patient would be referred for generator replacement "urgently". It was noted that the patient's mother feels that vns therapy has helped decrease the frequency and intensity of the patient's seizures. The patient underwent generator replacement on (B)(6) 2014. The generator is expected to be returned, but has not been received to date.